Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator was alarming ventilator inoperable, motor fault, circuit disconnect, low peak inspiratory pressure (pip), low minute ventilation (ve), transducer fault occurred during use on a patient. The customer confirmed that there was no harm to the patient associated with the reported event.